Event description:
It was reported that the patient underwent a revision surgery because his inflatable penile prosthesis lost fluid. Upon exploration, a hole in the tubbing connecting the pump to the reservoir was identified. All components were removed and replaced. There were no patient complications.